Event description:
The hcp reported that the pump was removed, due to infection. The pt was receiving morphine via the pump. No other info was provided at the time of this report. The pt recovered without sequela.